Event description:
Health care professional reported through clinical study follow up that approximately 4 months post implant the pt experienced "te" - cerebro vascular accident, expressive aphasia. Anticoagulation therapy was started and the valve remains implanted at this time and functioning as intended.